Event description:
Customer reported an error b30 (scope communication error). Per the report, the device was showing ("throwing " ) as stated by the customer, error codes and scope connection errors on multiple reprocessor/lightsource suspected of fluid invasion. The issue occurred at preparation for use for an endobronchial ultrasound fine needle aspiration (ebus fna ) procedure. The intended procedure was completed using a similar device . There was no harm or injury reported due to the event. No user injury was reported.

Manufacturer narrative:
The device was received and evaluated. The reported issue of b30 scope communication error was not reproduced and no broken elements on the image during evaluation was noted, however, leaking was observed through the device instrument channel, foggy image was observed even after aeration. In addition, fluid invasion on the device control body and scope connector was observed. Switch # 4 (button 4) was not working and intermittent after aeration. The probe insulation testing failed, forceps passage failure noted due to leak. A review of device history record was conducted and found no deviations that could have caused or contributed to the reported issue were identified. The subject device was shipped in accordance with specifications. Based on the results of the investigation, leakage occurred at the instrument channel and water invaded the device as fluid invasion found during inspection. Though the reported error was not reproduced, due to fluid invasion, abnormality of the electrical component occurred, which led to the suggested event. However, a definitive root cause could not be determined. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.